Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received following submission of the initial report, this event crack was found from start of aspiration bypass system (abs) port of phacoemulsification (phaco) tip and gradually that can extent till the end and then small part of tip got detached before the surgery. The procedure type were unknown. There was no report of patient harm, does not meet criteria for reporting as a device malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that bent and crack was found from start of aspiration bypass system (abs) port of phacoemulsification (phaco) tip and gradually that can extent till the end and then small part of tip got detached. The event time and procedure type were unknown. There was no report of patient harm. Additional information requested and received that the event time was before surgery.